Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting pcb00 23.5 diopter intraocular lens (iol) into the patient's operative eye customer account reported the lens would not advance out of pre-loaded cartridge and there was patient contact. Through follow up, customer account provided additional information confirming the extent of the contact of patient contact was the haptic of the iol, there was no unplanned incision, no serious injury, no sutures, no vitrectomy, and the procedure was completed using different pcb00 lens without incident. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.